Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 42 mg/dl. The customer also reported that they would not like to troubleshoot. The customer did receive a calibration not accepted alert. The customer received change sensor alert. The device will be returned for analysis.